Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the leak in the steerable guide catheter. It was reported that during preparation of two steerable guide catheters (sgc), it was not possible to hold column when testing the hemostatic valves. The devices were not used in the anatomy. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported leak issue. A review of the lot history record revealed no manufacturing issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported leak cloud not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.